Event description:
It was reported that a piece of the catheter broke at the end of the thermal filament during removal. The dr was able to retrieve the distal end of the catheter with a guidewire in the cardiac catheterization laboratory. The pt was reportably stable.